Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 at 7:30am, the issue first began. The patient reported using non adjusting novolog 70/30 to manage his diabetes. Due to the alleged issue, the patient reported skipping his usual dose on (B)(6) 2012 all day. 3 days later, the patient reported developing symptoms of "weak and nauseous." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on (B)(6) 2012 after 8:30pm, he was seen in the emergency room (ER). The patient reported his blood glucose was measured and a reading of "430mg/dl" was obtained on the hospital meter and was continually checked every 2 hours for 12 hours. The patient reported on (B)(6) 2012 after 8:30pm, he was administered 25 units of lantus insulin. At the time of troubleshooting, the cca determined the battery did not need to be replaced. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the patient was prompted to insert a new test strip, the meter did not turn on. When the patient was prompted to push the power button, the meter did not turn on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue, therefore, skipped his usual dose of medication and was treated by a healthcare professional for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.